Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Many attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
Siemens medical solutions, USA, inc. Received a medwatch report # (B)(4) reporting that, "when the acunav catheter was connected to the probe, there was no image displayed on the monitor. The catheter was removed and a new catheter was used. The new catheter was working properly and there was an image on the display monitor. No injury to the patient." No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.